Event description:
Kimberly-clark has received a complaint indicating that "two physicians experienced strikethrough during a 4 hour laparoscopic gunshot wound case." There was no reports of any communicable diseases or injuries related to the reported strikethrough. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
The sample has not been received for evaluation. Investigation is in-process. Supplemental report will be sent when additional info has been received. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.